Event description:
It was reported that a stent profile issue occurred. Percutaneous coronary intervention (pci) was performed. The 90% stenosed target lesion with a bend of >45 degrees was mildly tortuous and heavily calcified in middle to distal right coronary artery. Following pre dilation with 2.25 x 12 emerge and a 2.5 x 12 emerge balloon catheter, a 2.25 x 12mm synergy xd drug-eluting stent was advanced for treatment. The size of the device was the same as the size of the lesion. The device was advanced and push a little bit down to the lesion. The plaque was a mixture of fibrotic and calcification which was visible under fluoroscopy before contrast. To avoid harming the vessel, the physician decided to let the stent endothelialize and come back another time to treat the calcium and plant another stent next to the 2.25 x 12mm which had just been implanted and was undersized. No patient complications were reported.